Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not properly charge/charger fault) was confirmed. Upon eval, there was contamination on the battery connector and on the pca board inside the charger. The cause of the inability to charge properly and the charger fault is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/mode. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report that the pt's charger was not properly charging the batteries and was indicating a charger fault. The pt received a replacement charger.